Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had no power to jaws to ligate branches. Power source was confirmed on and a new cable was tried and still no power to jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be flexed away at the center of the hot jaw. The wire remained in place at the tip and at the base of the hot jaw. Large amounts of blood were observed on the harvesting tool handle and on the toggle. Signs of charred tissue and blood were observed on the heating element. No other visible defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device pass the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was unable to be conducted to evaluate the device function, due to the heavy presence of charred blood and tissue. Based on the results of the evaluation, the reported failure mode ¿failure to deliver energy¿ was not confirmed but the analyzed failure ¿material twisted/bent; wire¿ was confirmed. Specific actions for the analyzed failure ¿material twisted/bent; wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had no power to jaws to ligate branches. Power source was confirmed on and a new cable was tried and still no power to jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.